Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was 575 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 576 mg/dl at the time of the incident and current blood glucose was unknown. The customer was treated in the hospital. It was reported that the insulin pump wasn't working right. The customer declined troubleshooting of the insulin pump. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.